Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse checked and adjusted the sorter barcode reader (bcr) alignment. The fse cleaned the sorter bcr and performed several inventory cup tests moving trays in different positions in the sorter with no missed scans. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for the sorter not reading the test cups in the sorter was the barcode reader was out of alignment.

Event description:
On (B)(6) 2017, a customer reported the sorter was not reading the test cups in the sorter on the aia-900 instrument. The customer opened and closed the sorter to rescan the cups but the instrument did not read all of the test cups. The customer performed a reboot and an all set home but the error persisted. The customer is unable to run patient samples on estradiol (e2), bhcg reproductive hormone and progesterone (progii). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, bhcg and progii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.